Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, wear abrasion, red particles on the shell, and fold creases. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Patient reported a left side capsular contracture, baker grade unknown. Event not confirmed by physician. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and exchange due to the patients concern with the product. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture baker grade unknown and exchange due to concern with product. Device was explanted.